Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had lower display gui (graphical user interface) distorted. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) inspected the device and replaced the gui board, to correct the issue. The unit passed all testing and operates within the manufacturing specifications.